Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal device function was successfully restored. The patient would continue to be monitored.